Manufacturer narrative:
Per the clinic, revision surgery was performed on (B)(6) 2015, to reposition the internal magnet. The implanted device remains. The report is filed november 4th, 2015. Device remains implanted.

Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient experienced edema and pain at the implant site due to suspected dislodgment of the internal magnet subsequent to undergoing an MRI (date not reported).